Manufacturer narrative:
Concomitant medical products: 3058 ipg stim (B)(6) 2019, 3889-28 lead stim implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a high threshold and the right ventricular (rv) lead exhibited short ventr icular to ventricular intervals. The leads remain in use. No patient complications have been reported as a result of this event.